Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic after receiving the vibratory patient notifier. The patient was asymptomatic. Upon interrogating, it was noted that the patient had episodes of non-sustained oversensing. Upon review, biv pacing caused a very wide complex that was sensed as a far r-wave on the atrial channel, causing inappropriate ams. Once the device mode switched and went to a non-tracking mode, r-waves conducted and the wide r-waves were double counted, causing both episodal pacing as well as non-sustained oversensing episodes. Programming changes were discussed. Additional information was requested but has not been received. The patient was stable.